Manufacturer narrative:
Corrected: upn- search from h7493925128300 - promus premier ous mr 28 x 3.00 - 39251-2830 to h7493952808300 - fg,promus premier,us, mr 3.00x8mm - 39528-0830. Upn from h7493925128300 to h7493952808300. Catalog/model # from 39251-2830 to 39528-0830. Device lot number from 17065036 to 16711215. Batch expiration date from 11/10/2015 to 12/25/2014. Device manufactured date from 06/29/2014 to 02/14/2014. Device evaluated by MFR: the stent delivery system was returned for analysis. The stent was damaged. The struts on the fifth and sixth most proximal row were raised off the balloon material and misaligned. This type of damage is consistent with the stent encountering an obstruction or some form of resistance. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped, evenly folded and was not subjected to positive pressure. The hypotube was kinked at various locations along its length. Additionally it was also noted that the hypotube was broken 15mm distal to the strain relief. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. During unpacking of a 28 x3.00 promus premier¿drug-eluting stent, it was noted that one of the struts was sticking out. The procedure was completed a different device. No patient complications were reported and the patient¿s status was stable.

Event description:
It was reported that stent damage occurred. During unpacking of a 28 x3.00 promus premier¿drug-eluting stent, it was noted that one of the struts was sticking out. The procedure was completed a different device. No patient complications were reported and the patient¿s status was stable.

Manufacturer narrative:
(B)(6). Device is a combination product. (B)(4).